Event description:
Customer reported that her mother passed away while wearing a criss-cross vest. Customer reported that her mother was in agitated and combative state when the criss-cross vest was in use and that her mother was a cardiac patient. The reporter also stated that her mother was admitted to the hospital and since her mother would not stay in bed, the nursing staff put her mother in a geri-chair with a criss-cross vest. She was placed outside the nursing station for the entire night. The nursing staff medicated her mother and kept her in the criss-cross vest even though family members had made the hospital staff aware of their mother's anxieties and claustrophobia.

Manufacturer narrative:
Customer does not own product. No product will be returned. Note: product IFU under contraindication states: do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. Before applying any restraint: make a complete assessment of the patient to ensure restraint use is appropriate. Identify the patient's symptoms and, if possible, remove the cause. You may need to: cater to individual needs and routines; increase rehabilitation and restorative nursing; modify the environment; or increase supervision. Use a restraint only when all other options have failed. Use the least restrictive device, for the shortest time, until you find a less restrictive alternative. Patients have the right to be free from restraint. Obtain informed consent from the patient or guardian prior to use. Explain the reason for restraint use to the patient and/or guardian to help ensure cooperation. A restraint must only be used in accord with the patient's individualized care plan (icp). The icp is an assessment by an interdisciplinary team, which may include, but is not limited to: pt, ot, nursing, the physician, and social services. The icp should include: restorative nursing; patient release; and pressure sore prevention. (B)(4).